Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier drug eluting stent to treat a lesion in the proximal left anterior descending (lad) artery. It was reported that the stent was removed after a failed delivery attempt and was noted to have been sheared off the balloon. The stent would not cross the left main due to frictional resistance. The stent was retrieved from the guide without difficulty. A 5fr non-medtronic guide extension catheter was then advanced over the 2.0 balloon into the proximal lad and deployed at 10-12 atm. Under expansion of the proximal stent portion was noted. A 2.5x12mm balloon was used to post dilate the proximal half of the stent at 18 atm. Final angiographic images confirmed an excellent result in the treated zone without complication. There was no further patient injury reported.

Manufacturer narrative:
Additional information: the device was inspected before use and was noted to be completely intact. The device was prepped per IFU. The lesion was pre-dilated with 2.0 x 12 compliant balloon up to 14 atm. The device did not pass through a previously deployed stent or cell of a stent. Excessive force was not used. The dislodged stent was removed. Patient sex, weight and age provided. Correction: facility name, address and initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.